Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported that the clips did not hold and fell off the vessel. The patient was bleeding from the liver bed and lost 1300cc of blood and required a transfusion.